Manufacturer narrative:
Unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. Incision enlargement. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's capsular bag tore after a zcb00 24.0 diopter lens was inserted into the patient's operative eye. Therefore, the incision was enlarged, the lens was removed, and replaced with a non-johnson and johnson lens. There was no vitrectomy and no sutures used. Reportedly, the patient was fine when they left the surgery center. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 09/28/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was received in the original lens insert. The folding carton was received as well. The lens is cut in two pieces, approximately half. The cut is most probably related to the removal mentioned on the initial report. The lens edges are smooth except by the cut. The reported issue could not be verified. A product quality deficiency could not be determined based on the returned product evaluation. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.